Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There were no conformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a small puncture in the center of the silicone balloon, roughly 5mm across. The balloon will not inflate. Based on the condition of the device as found the reported complaint for was confirmed. The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon burst. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).